Event description:
It was reported that the insulin pump had a battery alarm and a frozen display. Troubleshooting was performed. When the battery was changed the device alarmed and the screen was frozen. Advised the father to let the insulin pump rests for a few minutes. Then a new battery was inserted and the frozen display continued. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.